Manufacturer narrative:
(B)(4). The 950a81 adult ventilator dual heated circuit kit is not sold in the united states of america (USA) but it is similar to a product which is sold in the USA. The 510(k) for that product is k122432. Method: the complaint 950a81 adult ventilator dual heated circuit kit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and pressure tested. Results: visual inspection of the 950a81 adult ventilator dual heated circuit kit confirmed that there was no physical damage to the devices. The pressure test confirmed that the breathing kit was withint specification. Conclusion: we are unable to determine the cause of the reported event as there was no fault found with the returned complaint device. All 950a81 adult ventilator dual heated breathing circuits are 100% leak tested during production, and those that fail are rejected. The subject 950a81 breathing circuit would have met the required specifications at the time of production. The user instructions which accompany the 950a81 adult ventilator dual heated breathing circuit kit state the following: - "perform a pressure and leak test on the breathing system before connecting to a patient." - "check all connections are tight before use." The user instructions also warn the user: - "set appropriate ventilator or flow source alarms to monitor therapy delivery." - "appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death."

Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare (f&p) field representative that the expiratory tubing of a 950a81 adult ventilator dual heated circuit kit was found to be leaking during the pre-use leak test. There was no patient involvement.

Manufacturer narrative:
(B)(4). The 950a81 adult ventilator dual heated circuit kit is not sold in the united states of america (USA) but it is similar to a product which is sold in the USA. The 510(k) for that product is k122432. The complaint device is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the expiratory tubing of a 950a81 adult ventilator dual heated circuit kit was found to be leaking during the pre-use leak test. There was no patient involvement.